Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument related to this complaint for evaluation, but failure analysis investigation has not been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted following the completion of product evaluation and if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the cadiere forceps instrument had abnormal movement and did not move back and forth and the skin of the cannula was damaged. The customer removed the instrument to inspect and found the instrument's covering had been removed and was stuck in the cannula. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that after a ¿successful engagement¿ message displayed, the instrument did not move up/down. The customer removed the instrument with the cannula from arm as the shaft sheath peeled off and stuck in the cannula. No port incision was increased. The jaws were not stuck on tissue when the issue occurred and the instrument did not collide with any other instruments or other hard material during the surgical procedure. There was no report of fragment(s) falling inside the patient. The customer also confirmed that there was no damage noted at the distal end of the instrument and the instrument sheath.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and failure analysis could not verify the external event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additional observation included the instrument was found to have the heat shrink torn at the near the mid-point of the main tube. There is material missing.